Event description:
Reportedly, the elective replacement indicator was reached when the device was interrogated on (B)(6) 2012, while the battery impedance was at 6.33 kohm on (B)(6) 2012. The physician is wondering whether this fast battery depletion (within two months) is normal or not. The device was explanted. This device was listed in the field safety notice issued in october 2005 on symphony / rhapsody related to metal migration (group no.2). This was recorded under recall (B)(4) in the united states.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.